Event description:
Weld of shaft broke off. The inner piece broke off during surgery, with little force. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. Visual investigation of the subject instrument showed that the welding seam of the thread spindle broke off. According to the traces (strong hammer blows on the handle) we assume, that the damage was caused by excessive mechanical load. The instrument was examined according to manufacturing and material documentation; this resulted in the conclusion that all specifications were accurate. Based on these results we can exclude any manufacturing error. No product error could be established. This complaint is invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.